Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2014 in the common bile duct. According to the complainant, during the procedure, the inner clear guide catheter broke while they were pulling back the stylet. The broken parts of the catheter were successfully retrieved from the patient using biopsy forceps. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Pt age: patient reported to be over 18 years of age. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.